Event description:
The healthcare provider indicated that the patient was being treated with baclofen intrathecal. The patient had a pertinent medical history of multiple sclerosis and a heart valve replacement.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer regarding a patient receiving an unknown intrathecal medication via an implanted pump. The pump's indication for use (IFU) was listed as intractable spasticity and other spasticity. The patient experienced an abscess suture and was extremely sick for three months after. The pump was infected and emergency surgery was done. There was cellulitis on the pump and staph infection on the catheter. The pump and catheter were explanted. The patient was currently taking oral baclofen. Specific patient symptoms, cause of the event, troubleshooting/diagnostics, medication in the pump, therapy dates as well as concomitant drugs and patient outcome were not reported; additional information has been requested, but was not available as of the date of this report.